Event description:
Hospital reported a coronary artery dissection occurred during a procedure with the avanta injector in use. A cv clinical specialist went to the site to investigate. The clinical specialist and a physician reviewed the films and it appeared that unfavorable catheter placement caused the dissection. The jl4 catheter was "deep-throated", it was placed in the artery 1/3 of the way down the artery, where it should have only been in the osteum. There was a dissection noticed in the mid-section of the left anterior descending artery (lad), and they continued to take two more pictures, rather than stopping. The dissection spiraled from proximal to distal, which resulted in no blood flow down the lad. An emergency angioplasty was performed, they placed two stents in the artery to fix the dissection. The pt did well.

Manufacturer narrative:
Medrad has been unable to gather add'l info from the hospital regarding the pt info, the serial number of the injector, and if they would like the injector checked by medrad service. Once this info is known, a failure analysis will be performed, a follow-up report will be submitted.